Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v378167, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-45, lot # v378167, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
A manufacturer representative reported that the patient¿s device was showing high impedances. The patient came in for a reprogramming to optimize coverage since they needed better coverage and when they couldn¿t get stimulation on their quad leads they checked impedances. The impedances were showing electrodes 1 through 7 as >10,000 ohms. The octad lead was able to produce bilateral coverage of the patient¿s legs and low back where they needed stimulation. No further action was planned at the time of the report. The patient was indicated for chronic low back pain.

Event description:
Additional information from the manufacturer representative reported that the patient was receiving effective therapy at this time.